Event description:
The customer received a questionable phenytoin result on their c501 analyzer. The patient's initial phenytoin result from a plasma sample was 21.5 ug/ml. This result was questioned by the customer and not reported outside the laboratory. The customer repeated the test using a serum sample drawn at the same time as the initial plasma sample. The repeat result was 13.8 ug/ml. The customer considered 13.8 ug/ml to be correct because it matched the patient's previous results. There were no adverse events. The phenytoin reagent lot number was 64018901 and the expiration date was 08/31/2012. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The same patient samples were analyzed on two different c501 analyzers. For c501 analyzer with serial number (B)(4), refer to medwatch with (B)(6).

Manufacturer narrative:
It was determined the high recovery was most likely caused by drawing the sample from an i.v. Line, not venipuncture. Most likely the line was contaminated causing the higher results. Results from a separate serum sample matched well to the previous results from this patient. No adverse events were reported.

Manufacturer narrative:
Updated to add the correct city, country and postal code to the manufacturer's address.